Event description:
It was reported that the hammer guide broke off and fell completely on the ground while the surgeon was malleting the aiming arm with the mallet that screws into the aiming arm attachment during the insertion of a suprapatellar tibial nail. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no complaint related issues were found. Lot number 11-3111 could not be verified. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.